Manufacturer narrative:
Titan otr pump, cylinders 1 and 2, and reservoir were received for evaluation. Partial separations within abrasion were noted on both exhaust tubes and inlet tube of the pump. Other areas of abrasion were also noted on both exhaust tubes and inlet tube. The detachment end of the longer exhaust tube showed surfaces to be rough and irregular, indicating stress was exerted. A separation was noted in the bladder of cylinder 1. This was a site of leakage. The surfaces had a melted appearance, indicating contact with cauterizing instrumentation. The detachment end of the exhaust tube of cylinder 2 showed surfaces to be rough and irregular. No functional abnormalities were noted with cylinder 2. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the exhaust tube of cylinder 2 near the tube/strain relief junction, noted by the rough and irregular surfaces at the detachment site. The pump and cylinder 2 passed testing, however the information received indicated there was fluid loss in the right cylinder tubing. Therefore, it was concluded that due to the information received and rough surfaces noted at the detachment site, the exhaust tubing to cylinder 2 most likely separated and allowed the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the bladder of cylinder 1 occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, fluid loss - right cylinder tubing.